Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Patient reports burning pain where implantable neurostimulator (ins) is located on her left buttocks area. Patient states burning started 3-4 months ago and it was getting progressively worse.